Manufacturer narrative:
The reported complaint was not verifiable. Diligence attempts for additional information and part return have been unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
The distributor service repair technician (srt) reported that during routine testing of the device, parts of the central control monitor (ccm) touch screen do not work. There was no patient involvement.